Event description:
The first anchor was drilled at approximately the 11 o'clock position and the second at the 1 o'clock position. Upon drilling of the first anchor, which was a stryker nanotack anchor. Once the anchor was placed, it was noted that there was a break of the inserter attached to the anchor, I was able to remove the prominent portion of the inserter, but on x-ray, it was noted that there was a deeper portion of the inserter that was embedded within the pelvis. This could not be visualized arthroscopically, and care was taken to arthroscopically evaluate the hip joint and no loose bodies were seen. During insertion of the first anchor, the tip of the inserter broke off with the anchor. With drilling around the inserter, the surgeon was able to free the top part of the item and complete the securing of the anchor. On x-ray, towards the end of the procedure, it was noted that a piece of metal had been retained into the pelvic bone. This was examined by camera and noted to not be extending into the joint space. Per he stated the patient would be able to have an MRI as the metal is in the pelvic bone not floating.